Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR ID # 2134265-2013-04536, 2134265-2013-04537, 2134265-2013-04737, 2134265-2013-04538. It was reported that following a percutaneous coronary intervention, the patient experienced myocardial infarction and in-stent thrombosis. The patient presented with st segment elevation myocardial infarction. The target lesion was located in the left anterior descending (lad) artery. Two ion stents were placed in the lad one mid lesion and one in the proximal lesion. The days after the initial procedure the patient presented again with st segment elevation myocardial infarction. In-stent thrombosis was also noted in the proximal end of stent implanted stent placed in the proximal lad. The lad was wired and mechanical thrombectomy was performed. The lesion was dilated with a 2.5x20mm apex, 3.0x20mm nc quantum, and a 3.5x12mm nc quantum balloons. Ivus was performed and a dissection was noted on the distal end of the implanted stent. The dissection was covered with a 2.25x16mm ion stent. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 2.5x20mm and 2.5x32mm ion stents were implanted in an overlapping fashion.